Event description:
Boston scientific received information that a device replacement procedure was performed. Prior to the procedure, this right ventricular lead displayed normal measurements. When this chronic lead was connected to the replacement device, high out of range shock impedance measurements were observed. The lead was disconnected and reseated in the previous device (t175). Normal shock impedance measurements were obtained. Then the lead was reconnected to the replacement device (f051) and high out of range shock impedance measurements were again observed. Measurements in the distal coil were within normal range. It was thought the positive pin of the proximal coil was damaged and contributed to the out of range measurement. The device remained programmed with the shock vector distal coil to can and the lead measurements were normal. An internal technical service consultant was contacted for their recommendations. No adverse patient effects were reported. Additional information was received. Technical services determined that this out of range measurement may indicate a lead issue and recommended further troubleshooting measures. In addition, it was thought that this may have been due to external interference. At this time, the lead remains implanted as programmed.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
Additional information was obtained. Further high out of range shock impedance measurements have been observed. A decision was made to replace this lead in the near future.